Event description:
It was reported that a thrombus occurred. On (B)(6) 2019, the patient underwent a watchman left atrial appendage (laa) closure procedure. A completed seal was noted at time of implant. Patient presented for 45 follow up and a thrombus was noted on the limbus side along the device via transesophageal echocardiogram (tee). At the time of event, patient was on eliquis and switched to pradaxa. Another tee was performed 2 days later with inconclusive results. The patient will remain on pradaxa and will be reevaluated in 4 weeks.